Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust/check belt messages; check therapy pad alarms) has been confirmed. Upon eval, the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6), male, pt, contacted zoll customer support to report, the pt was receiving constant adjust/check belt messages. The pt was provided with a replacement electrode belt.